Event description:
The customer reported that the device was intermittently failing to power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device was intermittently failing to power up. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The energy select switch was replaced to resolve the issue.